Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during an initial hip arthroplasty on (B)(6) 2015, the inserter would not release from the impacted acetabular cup. The cup and inserter were then removed and another cup was utilized to complete the procedure. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual evaluation of instrument showed significant usage. It also had debris on many components. The instrument was manufactured in 2005 and put in use in 2006; according to the evaluating engineer, this instrument should of been sent in for repair years ago.